Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer's time and date were incorrect on their insulin pump. Troubleshooting found several motor error alarms in the customer's alarm history. The customer could not recall any significant events leading to the alarms. Customer blood glucose was 7.8 mmol/I. Customer was advised their insulin pump will be replaced. No additional info provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error alarm during the occlusion test due to faulty force sensor relay. The motor passed motor test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched overlay keypad and cracked battery tube threads.